Manufacturer narrative:
The insulin pump passed the displacement test, rewind and basic occlusion test. No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The occlusion test and excessive no delivery alarm test could not be performed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked battery tube threads, a scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed motor error during basal delivery. Troubleshooting was done. Customer's blood glucose was 119 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)